Event description:
It was reported that; experienced surgeon/customer had 3 occurrences of locking ring on self drilling screw dislodging during normal insertion

Event description:
It was reported that; experienced surgeon/customer had 3 occurrences of locking ring on self drilling screw dislodging during normal insertion.